Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the battery life had diminished and customer received a failed battery test. Customer stated that the insulin pump had rejected a brand new battery. Customer stated that the act button was a little harder to press at times and up and down arrows were a little sluggish at times. Customer stated that the reservoir cap gets loose due to safety notch that was not working correctly and screen display had rainbow affect. Customer stated that they received random no delivery alarms. The device will not be returned for analysis.